Manufacturer narrative:
As the unit has not been returned a technical analysis could not be performed. A review of the mfg documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this complaint can be attributed to operational context.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in the severely tortuous right coronary artery (rca). The 2.75x24mm taxus express2 drug eluting stent (des) was advanced to the lesion but was unable to cross the lesion. The physician withdrew the stent and noticed that one of the stent struts was bent back. The lesion was then predilated with an unspecified balloon and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "fine".